Manufacturer narrative:
(B)(4). Medical device: all poly patella standard size 35 mm diameter 9.0 mm thickness cemented catalog # 00597206535 lot # 64774929. Femur cemented standard right size 5 catalog # 42504605802 lot # 64636329. Stem extension straight splined uncemented 13 mm diameter +135 mm length catalog # 42560113513 lot # 64660921. Tibia fixed non-porous right size c stem extension use required catalog # 42542006402 lot # 64394507. Stem extension straight splined uncemented 10 mm diameter +135mm length catalog # 42560113510 lot # 64580997. All poly patella standard size 35 mm diameter 9.0 mm thickness cemented catalog # 00597206535 lot # 64774931 femoral distal augment size 5, 5+ 5 mm thickness catalog # 42556605805 lot # 64610692. Femoral distal augment size 5, 5+ 10 mm thickness catalog # 42556605810 lot # 64610726. Tibial central cone size x-small catalog # 42545000510 lot # 64788568. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced a delay in wound healing and possible infection. The patient was also noted to have fallen. The surgeon performed a wash out and debridement procedure. The articular surface prosthesis was replaced. During the procedure, wear was noticed on explanted device. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h9, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of being implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause for the infection and the wound complication is not device related. The root cause for the reported issue could not be determined for wear of implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.